Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lm's final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from the instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2024 sampling from: auxiliary water channel cfu: 1 cfu/ml bacterial identification: sphingobium species. Sampling date: (B)(6) 2024 sampling from: biopsy/suction channel cfu: >20 cfu/ml bacterial identification: streptococcus salivarius. Sampling date: (B)(6) 2024 sampling from: all channels. Cfu: 0 bacterial identification: n/a. The device was evaluated where foreign material was found at the distal end cover, but the type of material or definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. However, it could not be denied that insufficient reprocessing was possibly conducted on the device due to corrosion in the biopsy channel outlet at the distal end. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor the field performance of this device.